Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the med-el (B)(4) office after suddenly losing access to sound with the device on (B)(6) 2018. There was no accident or trauma reported.

Manufacturer narrative:
Conculsion: a fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The recipient visited the med-el korea office after suddenly losing access to sound with the device. There was no accident or trauma reported. The recipient has been reimplanted.